Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 18692113.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason and that the patient was doing well postoperatively. The explanted products were not returned.